Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment: two-year cardiac mortality after mitraclip treatment of functional mitral regurgitation in ischemic and non-ischemic dilated cardiomyopathy.

Event description:
This is filed to report the partial clip detachment (single leaflet device attachment/slda). It was reported through a research article titled, two-year cardiac mortality after mitraclip treatment of functional mitral regurgitation in ischemic and non-ischemic dilated cardiomyopathy, identifying mitraclip devices used in unsuccessful procedures that may be related to partial mitraclip detachment (slda). Specific patient information is unknown. Details are listed in the attached article. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The UDI # is unknown because the part number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history for the reported lot could not be conducted, as the lot information for the device was not provided, and the product was not returned for analysis. A definitive cause for the reported single leaflet device attachment (slda) could not be determined. Although a conclusive cause for the reported slda, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.